Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). The data was reviewed and it appeared there was a ventricular pace event that did not capture. The doctor noted the patient experienced pre-syncope, and their heart rate was in the 30s. It was noted an automatic threshold test was run, which confirmed the patient had elevated thresholds. The rv output was reprogrammed. This rv lead remains in service and no adverse patient effects were reported.